Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a patient was hospitalized due to peritonitis. The patient was hospitalized from (B)(6) 2016. The patient's pd catheter had become infected. The peritonitis was attributed breach in sterility due to technique. The pd catheter is not a fresenius product. The patient's pd catheter was removed and the patient was transferred to hemodialysis. The patient's medical records were requested but will not be made available.

Manufacturer narrative:
Corrected data: the initial aware date for the adverse event has been updated, based upon the date the patient's medical records were received.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the product and the patient event.